Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated alert 38 motor stall alarms and failed to infuse insulin despite supply changes and sufficient battery, which is consistent with a motor-related device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.